Event description:
It was reported that the flex video scope displayed error code e217. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope connector had a defective circuit (pc) board and a defective plug unit; the probable cause of the reported failure error e217 was component degradation leading to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.